Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause: the low meter serial number indicates that the meter was manufactured before a CAPA was implemented to address the risk of changing of the units of measure when the battery is replaced. Meters produced after the CAPA implementation cannot have the units of measure changed by the user. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/04/2014).

Event description:
Consumer complaint of about incorrect unit of measure. Customer dropped the meter and the battery came out. She reinserted the battery and when she performed a blood test, the result displayed as mmol/l. Last 3 results in memory were 8.7 mmol/l, 15.7 mmol/l, and 5.4 mmol/l. No adverse event reported.